Manufacturer narrative:
Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip failed to deploy. The clip jaws locked up, which made them difficult to position. The procedure was completed with another resolution clip device. There were no reported patient complications and the patient's condition at the conclusion of the procedure was reported to be good.